Event description:
It was reported that pump display had pixel issue that made screen appear grey and prevented numbers or letters from being readable, affecting customer ability to interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer was using multiple daily injections.